Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level ranged from 390-430 mg/dl. The customer changed the supplies on the pump and an insulin injection was administered to address the bg level. As the occlusions had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions.